Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported spontaneous prosthetic deflation of expander. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening curved on radius, green mold like appearance, yellow and black particles in the shell and clear fluids inside the device. A microscopic analysis was performed which identified device: one opening sharp on radius. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening.

Event description:
The side is unknown.